Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as fall: (B)(6) 2016; uncomfortable stimulation: (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that they fell ¿on my butt¿ 3 weeks prior and anytime the lie down or sit, the "can¿t keep it from buzzing.¿ it was noted that when they walk ¿it doesn¿t do it," and reported the "buzzing" is stimulation. They also had uncomfortable stimulation from their implantable neurostimulator down the leg and into their foot which started on (B)(6) 2016. When the patient turned the stimulation off their pain returned so they had to turn it back on. At the time of report the ins was on per the patient programmer. The patient had tried increasing and decreasing the stimulation in addition to trying all programs and settings but did not resolve the issue. The patient was going to follow up with their healthcare professional (hcp) for the issue.